Manufacturer narrative:
Correction: d5 - health professional should have been selected on the initial report rather than other. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
This is an olympus loaner device that was returned by an end user customer after use with no reported malfunction. There is no patient involvement. Upon inspection of the returned device, it was observed that a b30 scope communication error message was received for the device along with no image, and the device was sent to the service center for evaluation and repair. Upon evaluation, it was observed that an e216 scope communication error message was received for the device. This is attributed to corrosion on the video plug. In addition, the monitor showed a black screen with no image. This is attributed to damage to the charge couple device (ccd) unit. This medwatch is being submitted for the b30 error message received at device inspection and the e216 error message along with no image observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that an e216 scope communication error message was received for the device. This is attributed to corrosion on the video plug. In addition, the monitor showed a black screen with no image. This is attributed to damage to the charge couple device (ccd) unit. The b30 scope communication error message was not duplicated. Other observations for the device: adhesive on distal end rubber coating (a-rubber) has a chip; due to wear of angle wire, bending angle in up direction does not meet the standard value; and due to damage switch (sw) sw1, sw2, and sw3 do not work. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.